Event description:
It was reported that the patient had inappropriate shocks due to atrial fibrillation with a rapid ventricular response. Also, the low energy weekly shock impedance measures have been low. Technical services reviewed the device data and confirmed the low energy shock impedance has been as low as 21 ohms over the last year. Technical services discussed the findings with the caller. There were no additional adverse patient effects. The system remains implanted.